Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the biopsy channel of the subject device tested positive for staphylococcus capitis and bacillus cereus during routine surveillance culturing test by the facility. The number of the microbes was not reported. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Olympus was informed that as a result of additional microbiological testing by the third party laboratory, the subject device tested positive for the following bacteria but it did satisfy the guideline of (B)(4). On june 04, 2018: the instrument channel: mesophilic aerobic germs (11kbe). The air/water channel: mesophilic aerobic germs (36kbe). On june 25, 2018: the instrument channel: mesophilic aerobic germs (4kbe). The air/water channel: mesophilic aerobic germs (2kbe). The physical findings of the subject device were not reported. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.